Event description:
Patient was revised to address pain. Intraoperatively, it was found that the liner was not seated properly and was not locked into the cup. It was also determined that the cup was malpositioned.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Territory (B)(4) reports that the patient was revised to address pain. Intra-operatively, it was found that the liner was not seated properly and was not locked into the cup. It was also determined that the cup was malpositioned. Doi (B)(6) 2010 - dor (B)(6) 2013 (left hip). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Depuy still considers this investigation closed at this time

Event description:
Update 6/15/16- pfs and medical records received. Pfs reported metal ion levels to be less than 7 parts per billion, pain, discomfort, decreased range of motion, malposition cup and liner instability. Revision surgical note reported persistent pain, difficulty ambulating, pre-operative radiograph suggesting increased abduction of acetabular cup, and liner instability.

Manufacturer narrative:
This report is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.